Manufacturer narrative:
The insulin pump was unable to prime during the priming test and motor error alarm occurred during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The occlusion and excessive no delivery tests were unable to be performed due to motor error alarm and prime anomaly. The insulin pump was received with cracked reservoir tube lip, scratches on the lcd window, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and prime anomaly. Customer's blood glucose level was over 500 mg/dl. Customer advised the insulin pump would not dispense insulin which resulted in high blood glucose levels. Customer advised the insulin pump would squirt out insulin. Customer advised they treated their high blood glucose with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.